Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had a pertrochanteric femoral fracture. When the surgeon set the blade and the inserter, he found the blade shaft did not have the appropriate mobility, so he did not use it. After the surgeon removed the blade shaft from the inserter, it still did not work properly. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device is not distributed in the united states but is similar to a device marketed in the united states. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device used for treatment and not diagnosis. The complained pfna-ii blade was forwarded to the responsible product manager; here the result: the end cap of the blade is slightly jammed. After a provided functional test the end cap could be unlocked and the function of the blade was fully given. We cannot determine the root cause of this problem exactly. Manufacturing and inspection records indicated no problems with the lot in question. This article was manufactured on february the 5th 2013 according our specifications. No product fault could be detected. Placeholder.